Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the ins was depleting from full charge to low/empty in 10 minutes. The controller would showed the ins was fully charged, but when he checks the controller in 10 minutes it will show there is no charge and it gives him an orange signal saying recharge now or can't recharge. There were no recent programming or setting changes and there were no falls or trauma. The patient saw a no device found screen repeatedly even after pressing try again. It was reviewed this was likely due to the ins being depleted. The patient connected to the ins with the recharger and began charging with excellent quality. The ins showed a red warning. The patient said it will take 30 minutes to charge to 30 or 40% and 1.5 hours to charge the ins completely. Due to the no device found screen, the patient wasn't able to charge the ins at the normal rate. While charging, the light went from green, to yellow, and back to green. A rep said the patient was having difficulty charging the battery and he was unable to fully charge the ins. The controller showed inconsistent battery levels of the ins. No contributing factors were known. The rep was meeting with the patient on (B)(6) 2020 to troubleshoot the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and rep. It was clarified that no symptoms were reported. It was reported from the rep that they met with the patient on (B)(6) it was determined that the patient's recharger antenna needed to be replaced. The patient received the new antenna. Patient has been able to recharge his battery with no issue and no longer having any type of rapid depletion issue.